Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6) regarding a synex cage device. The surgeon reported that the synex cage was not operating properly with respect to the closing mechanism; not maintaining height. The device expanded under distraction however, the surgeon believed that the device was not maintaining its height and that it may collapse back to its original insert size. The surgeon observed that the indicator for proper locking of the device did not appear to be closing as the ratchet clicked. The surgeon removed the device and used an alternate size. No adverse effect to the patient was noted.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as lot number was provided and the device was not returned.